Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted tones and was found to have reached end of life (eol) approximately 3.5 years after implant. It was noted the patient had not received any shocks and the battery of this implantable device was suspected to be depleting prematurely. Device replacement was planned. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted tones and was found to have reached end of life (eol) approximately 3.5 years after implant. It was noted the patient had not received any shocks and the battery of this implantable device was suspected to be depleting prematurely. Device replacement was planned. No adverse patient effects were reported.